Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during repairs, the manufacturer representative (rep) found the camera had faulted. It was noted that the probable cause of the issue was the battery. There was no patient involvement.

Manufacturer narrative:
Product analysis for this device was inadvertently reported under regulatory report#: 1723170-2025-03050. Re-submitting in this report to connect it to the correct event. Please see below for analysis details: g2: foreign country - australia continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot#: (B)(6), UDI#: (B)(4), h3, h6: multiple fdd/annex a codes were reported. A05 and a1102 were coded for camera had faulted. The manufacturer representative went to the site to test the navigation system. The camera was replaced. Codes b01, c02, and d02 are applicable. The camera was returned for analysis. The returned camera had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The camera failed an accuracy test (aak) at .943mm with a passing threshold of .250mm. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received. A vendor analysis confirmed the battery fault. The battery, enclosure, and ir windows were replaced and the component functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.